Manufacturer narrative:
The t:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ the t:slim x2 user guide states, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading "low", and the meter bg reading was 120 mg/dl. Reportedly, the customer did not enter in calibrations within 5 minutes of testing bg levels, and at times the customer performed calibrations when there were no bg values present on the cgm home screen. No additional patient or event information was available. A root cause could not be determined. During the report with tandem technical support, the cgm readings became accurate.